Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.

Event description:
Facility reports that two nurses were attempting to lift a resident from the side of a wheel chair to a bed. After lifting the resident, they moved the lift away from the chair to approach the bed, the lift tilted over. Resident fell back onto the bed and was not injured. Facility has added the protocol for proper lifting of a resident from a wheel chair from the front instead of the side. The lift was inspected and found in good working order.